Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for pacemaker interrogation. After interrogation, signs of pocket stimulation were noted, and the device was found in backup vvi mode. Several restoration attempts were performed but were unsuccessful due to telemetry not being maintained during the firmware download using two different programmers and two different rooms. Possible sources of emi were also excluded during the process. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: h6 health effect - clinical code corrected to 2330 - discomfort.